Manufacturer narrative:
In the case description, the user mentioned receiving multiple uncommanded boluses. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of the reported boluses. The audit log files confirmed that the reported boluses were delivered and showed that all boluses were calculated based on a carb entry and blood glucose entry. Review of the log files show evidence of interaction with the controller in order to open the bolus calculator, enter carbs one digit at a time, load a blood glucose value from the continuous glucose monitor (cgm) using the use cgm button, confirm the bolus amounts, and start delivery of all boluses. No evidence of an uncommanded bolus was observed in the available logs. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported while the patient was at school the controller delivered her multiple uncommanded boluses for carbohydrates. The patient reported the controller was in her cell phone bag at the time uncommanded boluses occurred. Her last programmed bolus was at 6:50am the morning of event. The controller history showed 7 additional boluses were delivered for carbohydrates later that day within minutes of each other without user intervention. Patient's blood glucose levels dropped to 74mg/dl as she was getting ready to go to lunch. The school nurse treated the patient with a slushy as she headed to lunch because her blood glucose had declined, and she had insulin on board.